Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a 2.50 x 24 mm taxus liberte drug eluting stent, but was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body, it was noted that the stent was fractured. The physician successfully completed the procedure with a 2.50 x 24 mm, a 2.50 x 20 mm and 2.75 x 32 mm taxus liberte drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".